Event description:
The facility reported backflow of unknown medication during a patient infusion. Details were not available regarding patient demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.